Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that a blood spill occurred inside of the cardiopat machine. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2009 reporting that a blood spill occurred inside of the cardiopat machine. No injury or reaction was reported. Evaluation of the returned device confirmed the reported problem. The machine was decontaminated and the components which were damaged were replaced including the power supply and the battery pack. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).